Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 3.2, 1.5, 1.9. Patient self tester says physician prefers target to be at 2.5. On second test, patient self tester had a long delay in applying sample; could not estimate time frame.

Manufacturer narrative:
Investigation pending.